Manufacturer narrative:
(B)(4). Dob (B)(6) 2002, port removal sx date (B)(6) 2014. Mom called (B)(6) pic sent blisters appeared. (B)(6) postop visit healed.

Manufacturer narrative:
(B)(4) 2015-spoke to the physician¿s assistant that saw the patient¿s at their post-operative visit along with a nurse practitioner. She reported that there were a total of 6 patients that experienced rash/blisters from the benzoin product. Patients were seen 2-3 days post operatively and noticed redness and blistering of the skin. When the dressing was removed the blisters were open. All the patients were instructed to leave the dressings off, to cleanse the area and apply antibiotic cream (name unknown). It was reported that all patient¿s blisters have healed. Although the exact ages of the patients are unknown, the reporter stated they were between 4 and 17 years of age. One patient underwent an open cholecystectomy and had the steristrips and benzoin applied to their post-operative incision. Three patients had umbilical hernia repairs and had steristrips, benzoin and tegaderm applied to their post-operative incision. One patient had a port removal and had benzoin and tegaderm applied to their post-operative incision. The final report was of a patient who underwent a thoracotomy and had benzoin, telfa and tegaderm applied to their post-operative incision. No further information was known. No lot number is known. This will serve as the port removal complaint. Five (5) samples from three (3) lots were received as representative of this issue: 2 from lot 68055, 2 from 65241 and 1 from 65804. Samples were received unused in their original packaging, actual samples implicated in report were used and discarded therefore unavailable. Visual inspection of sample revealed no non-conforming or unusual characteristics. All manufacturing records for each lot were reviewed and no issues related to manufacturing were reported. Retention samples for solution lots were included in stability protocols which showed no indications of out-of-specification conditions. A complaint trend report was analyzed and it showed a spike based on these six reported issues which created an adverse trend. Prior to these reported complaints, the trend showed no adverse trend. Field samples received were not sufficient to perform testing for chemical / microbial specifications. Certificates for analysis for each lot of solution were reviewed which verified that the solution was within specification at the time of production. As part of our stability protocols, lots are subjected to ongoing testing which show the reported solution lots to be within specification with no issues identified at this time. The root cause of this incident remains undetermined. Investigation found no indication that reported events are related to product quality, product specifications or manufacturing issues.

Event description:
Infection prevention - irritation (B)(4). Customer stated they are having some problems with the benzoin tincture sepp applicators. Apparently some patients have been having skin redness in the areas it was applied when they go see the surgeon at their post-op visit. There have been several incidents of this occurring. I checked the bin and we unfortunately (and not all that surprisingly) have about 5-6 different lot numbers." Sample is not available.  Patient injury/harm is also unknown. No requested action at this time. (B)(6) 2015 - spoke to the physician¿s assistant that saw the patient¿s at their post-operative visit along with a nurse practitioner. She reported that there were a total of 6 patients that experienced rash/blisters from the benzoin product. Patients were seen 2-3 days post operatively and noticed redness and blistering of the skin. When the dressing was removed the blisters were open. All the patients were instructed to leave the dressings off, to cleanse the area and apply antibiotic cream (name unknown). It was reported that all patients' blisters have healed. Although the exact ages of the patients are unknown, the reporter stated they were between 4 and 17 years of age. One patient underwent an open cholecystectomy and had the steristrips and benzoin applied to their post-operative incision. Three patients had umbilical hernia repairs and had steristrips, benzoin and tegaderm applied to their post-operative incision. One patient had a port removal and had benzoin and tegaderm applied to their post-operative incision. The final report was of a patient who underwent a thoracotomy and had benzoin, telfa and tegaderm applied to their post-operative incision. No further information was known. No lot number is known. This will serve as the port removal complaint.